Event description:
It was reported that during the implant procedure, there was a loss of pacing, sensing difficulty, muscle stimulation and the lead exhibited low impedance. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) upon analysis, it was reported that no anomalies were found, the proximal conductor was distorted. It was determined that the damage was caused at implant.